Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device did not rotate. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device did not rotate. The event was not related to surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The reporter indicated that the event occurred in the month of (B)(6) 2014; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.